Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately five months post-implantation due to septic loosening.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen 14mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801014, lot#: 65152247. Rotating hinge knee right size d cemented option femoral component catalog#: 00588001402, lot#: 65306901. Nexgen 10mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801010, lot#: 64894094. Rotating hinge size 5 precoat cemented tibial component catalog#: 00588000500, lot#: 65245281. Rotating hinge 14mm height size d articular surface catalog#: 00588004014, lot#: 65577843. G2 foreign source: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.